Manufacturer narrative:
Per good faith effort (gfe) response, the rse asked the customer if there was a manifold block, and the customer confirmed that there was. The rse asked the customer to remove the manifold block, after which the issue was resolved. The rse explained to the customer that the ball bearing inside the manifold block can get messed up over time and cause this issue to happen. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not go above 60% as the oxygen (o2) only reached 32%. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device would not go above 60% as the oxygen (o2) only reached 32%. The customer hooked the device up to the test lung to test the device and confirmed that the device would not go above 32%. The remote service engineer (rse) performed the following troubleshooting steps with the customer according to the v60 service manual: the customer will attempt to remove the manifold and have o2 directly connected to the device. Resolution and disposition: